Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room after having chest pain and losing consciousness. Upon interrogation, the atrial lead exhibited intermittent sensing. The physician decided that no changes were to be made at that time. No additional information was available.